Event description:
Information received from the field notes that during a routine follow-up, device interrogation revealed dashes (--) for several parameters. Emergency vvi was successful in order to program the mode to ddd, bipolar mode, but the dashes remained. The patient became symptomatic after the reprogramming and the device was replaced.